Event description:
Customer reported to olympus while using an endoeye flex deflectable videoscope the bending rubber was cut vertically during the procedure. It is unknown at what point during the procedure the break occurred. The procedure has been completed with no injury or harm to patient. Additional information has been requested.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the users event was confirmed. The bending section cover was found to not fit and partially fell off. The inner braids of the bending section cover had distortion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred from external stress, such as insertion/withdrawal of a trocar, contact with a sharp object or by contact with some objects in device handling. The specific root cause could not be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information. Added additional information received from the customer and where event was found at. Corrected date returned to manufacturer to january 18, 2022.

Event description:
The reportable event was found upon inspection and testing of the returned device, it was observed that the device had defects of the bending section. Customer confirmed the procedure was completed with the same device. The procedure was a hernia operation under laparoscopic. The event was discovered after the procedure was completed. The patient was under general anesthesia and no delay occurred.